Event description:
The patient reported that she had a reaction to sutures used after a wart was removed from her forehead on may 11, 1999. Throughout that day, her face became swollen from her scalp to the top of her eyebrows. She returned to the hospital and was advised that she had an allergic reaction. No treatment was given. By may 14, 1999, the swelling extended from her scalp to under her eyes and she could not open her eyes. Her doctor advised she developed an infection and prescribed an antibiotic and an anti-inflammatory. May 18, 1999, some sutures were removed. The patient noted it was extremely painful. The remainder of the sutures were removed during the week of may 24, 1999. The wound continued to drain for three weeks after initial procedure. The patient also mentioned when the sutures were removed her forehead was red and swollen. Pus came out around the sutures.